Event description:
Healthcare professional reported use of device on left side after suspension of the device. Healthcare professional later reported rupture and frequent pain via ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.